Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and reboot due to not booting up. The log was downloaded and reviewed finding hardware errors. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver case was opened and an internal inspection was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed errhwrf. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.